Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false upstream occlusion. This occurred during an unspecified process step in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "false upstream occlusion alarms," was not reproduced. The device was sent for upstream occlusion testing, and the device passed. A review of the history log revealed multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor being out of specification. The ultrasonic sensor requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.